Event description:
It was reported that a patient had no stimulation sensation. It was noted that the patient¿s stimulator would take a charge but that she was not feeling stimulation. It was stated that she turned off the stimulator today and this morning when she tried to turn the device back on the stimulator would not come back on. It was noted that the patient was feeling pain without the stimulator turned on. It was stated that the patient synced with the programmer and confirmed that the device was on. It was stated that she tried to increase the stimulation amplitude and she was still not able to feel stimulation. It was reported that the patient saw the battery warning screen on the patient programmer. Additional information received reported that a patient was charging more than expected. It was noted that the healthcare professional (hcp) had made the decision to replace the patient¿s battery due to the implantable neurostimulator (ins) not holding a charge. It was noted that the manufacturer¿s representative wanted to speak to ¿someone who could supply a letter to the insurance company¿ regarding coverage/reimbursement. It was noted that the caller did not want to do troubleshooting. Additional information received reported that impedances had been normal. It was stated that the battery was not holding charge at this time and according to the patient, stimulation was not working. It was stated that the hcp was requesting battery replacement but the patient¿s insurance ¿denied due to the battery life being 5 years and 4 months¿ (when the manufacturer stated that ¿battery life for rechargeable devices should be between 7-9 years.¿ it was stated that the patient was no longer receiving effective therapy.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their healthcare professional (hcp) or manufacturer's representative. It was stated that the patient had an appointment on (B)(6) 2014. Additional information received reported that the healthcare professional was replacing the stimulation device, but there was an insurance issue. It was stated that the device didn't keep a charge, but it was unknown whether the device has had 3 discharge events. Information unrelated to the event was omitted from this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).